Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the second to the right button of the keypad was worn out but still functioning and the "ok" button was intermittently working. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as keypad has a delayed or intermittent output. The cause of the condition was the keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device's second to the right button of the keypad was worn out but still functioning and the "ok" button was intermittently working. No additional information is available.